Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. A pre-deployment angiogram revealed a normal puncture in the common femoral artery. The device deployed within normal limits. A few hours later, the patient felt a pop and developed a hematoma. A retroperitoneal bleed was diagnosed via ultrasound. The patient's hospitalization was extended due to this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.